Event description:
It was reported that the pt is experiencing pain in her hip joint and swelling. Pt has been experiencing this pain for the last few months. Pt has gone to see the surgeon and had blood tests done. Cobalt level is elevated. Pt is scheduled for an MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.